Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled device upgrade. During the procedure, the physician noted insulation abrasions on the right ventricular and right atrial leads. No electrical anomalies were noted on either lead. The right ventricular lead was capped and replaced and the right atrial lead was partially removed and replaced. The patient was stable following the procedure and will continue to be monitored.